Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 6mm x 15cm galaxy g3 was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the coil was severely stretched and tangled with the rest of the delivery system. It was also observed to be protruding through the introducer slit. The core wire was observed to be kinked. Microscopic inspection was performed. Under magnification, the introducer was observed opened by a kink at the point where the coil was protruding from. As a result of the stretched coil, the blue fiber snapped. The resistance heating (rh) coil was observed not softened; an indication that the detachment process had not been initiated. The issue documented in the complaint that the sheath got broken was confirmed since the damages noted in the introducer component prevented the device from being re-sheathed. With the information available, the root cause of such damages cannot be conclusively determined. According to the risk documentation, friction is a potential failure mode that can occur during microcoil re-sheathing; friction can cause force to be inadvertently applied, resulting in the damages observed, which ultimately led to the inability to re-sheath the coil. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The stretched condition of the microcoil and kinked condition of the core wire were not originally reported, and the exact time of occurrence cannot be determined; however, it is suggested that these conditions could be the result of excessive force inadvertently applied during the post-operational handling of the device. A review of manufacturing documentation associated with this lot (30810126) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. ¿ the appropriate micro-coil size should be chosen based on pre-embolization angiographic assessment of the diameter, height, and width of the aneurysm, as well as the width of the aneurysm ostium (neck). Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the coil introducer sheath on the 6mm x 15cm galaxy g3 (gly120615 / 30810126) was broken during the resheathing. There was no report of any negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 06-aug-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."